Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The hcp reported that the patient¿s ins wasn¿t working. The hcp reported that the patient had not been able to charge for about a year. No further complications were reported.